Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer rec'd readings of 76, 160, 54, and 294 mg/dl within 10 mins. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer also reported results for a second meter. Results were plotted using the parkes error grid with results that fell into the a and b zones which are considered acceptable variances.